Event description:
It was reported that the customer had erratic high blood glucose since having the baby. It was stated that the customer was hospitalized for high blood glucose on four separate occasions. It was stated that the customer has been on manual injections since her last admission. It was stated that her doctor requested to have a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.